Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was revealed that the patient's implantable cardioverter defibrillator was touching the surface of the skin, about to puncture the surface. It was further suspected that an infection had developed in the pocket. The device was explanted and replaced. The patient was stable.